Event description:
During an interventional stenting procedure, several cypher stents did not cross the targeted lesion. There was no patient injury. There was no additional information given. The 3.00 x 23mm cypher stent was received flared in the proximal end. Quality rep indicated that it might have occurred during the procedure, but she was unsure.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.